Manufacturer narrative:
The customer contact reported there is no patient information available. (B)(4). A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve was replaced.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. Additionally, the unit was alarming for a blockage. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.